Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 212 mg/dl, and the meter bg reading was 40 mg/dl. As a result of the increased basal delivery, customer's blood glucose (bg) level lowered to "low" and less than 40 mg/dl. Customer required assistance by emergency services to increase bg level; however treatment was not provided. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.